Event description:
It was reported that during the course of a surgical procedure the connection on the device broke and the plastic fell into the pt's knee. This plastic piece was pulled out with forceps. There were no adverse consequences to the pt and no surgical delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.